Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the no image was due to liquid damage on the printed circuit board and video connector, occurring during cleaning. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the device yielded no image. This is attributed to the damaged printed circuit board. The scope detection did not work as well, due to the connector pins being corroded. The damage to the parts is caused by exposure to liquid, possibly during cleaning. The user¿s complaint of damage by liquid was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer sent the device in for repair and evaluation of an unspecified damage by liquid. The event occurred during preparation for use. There is no patient involvement. Upon evaluation of the returned device, it was observed that the device yielded no image. This is attributed to the damaged printed circuit board. The scope detection did not work as well, due to the connector pins being corroded. This medwatch is being submitted for the reportable issues of no image and no scope detection as observed during device evaluation.